Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 500mg/dl. Troubleshooting was performed. Programming in the insulin pump was correct. Ran a fixed primed and passed. Found that the customer sits while insertion and uses insulin stored in the refrigerator. No further info was provided.